Event description:
IV tubing was being primed with normal saline for a patient in the infusion center. The tubing was found to not have a clamp. The tubing was sequestered and brought to risk and materials management was informed.